Event description:
Reporter alleged the patient received a discrepant blood glucose result of 452 mg/dl on inform system 1 compared back to back with a result of 191 mg/dl on inform system 2 when testing was performed within 10 minutes. Reporter believes the strip was not properly dosed for the first result. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2. (B) (6).